Manufacturer narrative:
As reported by the operating room technician (ort), during a procedure, the tip of an outback re-entry catheter broke off while the catheter was in the patient. At that time, the tip had not been located. The surgical team was performing the procedure under fluoro and the attending physician stated that he was confident the tip was not left inside the patient. At the end of the case the tip was located inside the access sheath that was being employed at the time the catheter tip broke off. The tip is visible within the sheath when viewed under fluoro confirming that the tip of the catheter was not left inside the patient. Multiple attempts to retrieve detailed procedural information were unsuccessful. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15667618 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. The IFU includes to always visualize tracking of the catheter tip over the aorto-iliac bifurcation in the precautions section. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Tracking the outback through an acute vessel angle, such as the aorto-iliac bifurcation, may contribute to the event reported. Based on the limited information available for review, although the root cause could not be conclusively determined, an investigation has been initiated to address this issue.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15667618 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15667618 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.

Event description:
As reported by the operating room technician (ort), during a procedure, the tip of an outback re-entry catheter broke off while the catheter was in the patient. At that time the tip had not been located. The surgical team was performing the procedure under fluoro and the attending physician stated that he was confident the tip was not left inside the patient. At the end of the case the tip was located inside the access sheath that was being employed at the time the catheter tip broke off. The tip is visible within the sheath when viewed under fluoro confirming that the tip of the catheter was not left inside the patient.